Manufacturer narrative:
Device not explanted.

Event description:
In 2014 a patient received a perceval implant. Roughly 4 years later on (B)(6) 2018 the patient presented with stenosis and mitral valve dysfunction. The patient underwent tmvi and aortic valve re-implantation in open heart surgery. Once the fibrin from the leaflets of the aortic valve prosthesis was removed, the leaflets regained discrete mobility, making the valve no longer stenotic. Attempting the aortic valve prosthesis explants, only part of the valve stent (outflow ring and part of the struts, as shown in the picture annexed) could be removed. The rest of the prosthesis was not removed because it resulted strongly attached to the surrounding tissues, particularly fragile in the specific patient. Physician decided to end the procedure by leaving the old aortic valve prosthesis.

Manufacturer narrative:
The manufacturer received additional information from the physician on (B)(6) 2018. The following updated event description has been included. In 2014 a patient received a perceval implant. Roughly 4 years later on (B)(6) 2018 the patient presented with stenosis and mitral valve dysfunction. The patient underwent tmvi and aortic valve re-implantation in open heart surgery. When the physician opened the aorta and started to remove the stent, he saw that the leaflet were covered by platelets aggregation. Once the fibrin from the leaflets of the aortic valve prosthesis was removed, the leaflets regained discrete mobility, making the valve no longer stenotic. Attempting the aortic valve prosthesis explants, only part of the valve stent (outflow ring and part of the struts, as shown in the picture annexed) could be removed. The rest of the prosthesis was not removed because it resulted strongly attached to the surrounding tissues, particularly fragile in the specific patient. Physician decided to end the procedure by leaving the old aortic valve prosthesis. The patient anticoagulation treatment was adjusted and the patient up to day of the phone call is doing well. Because the device was not explanted and the serial number is not known no investigations can be performed at this time. Based on the information received the event resulted from a platelet activation problem. The site cleaned the leaflets and continued to treat the patient using anti-coagulation treatment. Because anti-coagulation was used by the site to resolve/recover the event this event can reasonably be attributed to the patient condition which lead to the thrombosis/platelet activation. Fields changed.

Event description:
In 2014 a patient received a perceval implant. Roughly 4 years later on (B)(6) 2018 the patient presented with stenosis and mitral valve dysfunction. The patient underwent tmvi and aortic valve re-implantation in open heart surgery. When the physician opened the aorta and started to remove the stent, he saw that the leaflet were covered by platelets aggregation. Once the fibrin from the leaflets of the aortic valve prosthesis was removed, the leaflets regained discrete mobility, making the valve no longer stenotic. Attempting the aortic valve prosthesis explants, only part of the valve stent (outflow ring and part of the struts, as shown in the picture annexed) could be removed. The rest of the prosthesis was not removed because it resulted strongly attached to the surrounding tissues, particularly fragile in the specific patient. Physician decided to end the procedure by leaving the old aortic valve prosthesis. The patient anticoagulation treatment was adjusted and the patient up to day of the phone call is doing well